Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued. - see [mw5073415]

Event description:
The healthcare provider (hcp) reported that there was a device revision due to a malfunction of high impedance. The device was explanted and replaced on (B)(6) 2015. The patient outcome was hospitalization. There were no further complications reported as a result of this event.